Event description:
The dealer alleged the arm pad is torn and may be causing skin irritation, the footboard is bent and that cover is torn. The dealer also stated that the joystick has a bad connector.